Event description:
Boston scientific received information that this patient presented with tachycardia therapy programmed off as the device reached end of life (eol) and reverted to storage mode. The local field representative noted that the patient had not been compliant with follow-up, and information had been forwarded to the patient's physician. It was thought that the device would be replaced, but perhaps with a competitor's device. No adverse patient effects were reported. At this time, the available information suggests that this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.